Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the ultrasonic bronchofibervideoscope was being reprocessed in the endoscope reprocessor, there was a sticky white material on the top cover of the endoscope reprocessor. There were no reports of patient harm.